Manufacturer narrative:
Reporter returned one toothbrush head on 25-aug-2016. Product investigation in progress.

Event description:
Brush head replacement totally fell apart / top part all came out in mouth while brushing [device breakage], no adverse event [no adverse event]. Case description: a consumer of unspecified age and gender reported via phone on (B)(6) 2016 that he/she opened a package of oral-b precision clean brushheads, and one of them totally fell apart. The consumer explained that the top part all came out in his/her mouth while brushing with an oral-b rechargeable toothbrush, version unknown. This was not the first time the consumer had used this particular version of brush heads. No symptoms developed.

Manufacturer narrative:
On 26-oct-2016 product investigation results: reporter returned one toothbrush head on (B)(6) 2016. The evaluation of this complaint was done based on a return - no failure identified.

Event description:
Brush head replacement totally fell apart / top part all came out in mouth while brushing [device breakage], no adverse event [no adverse event]. Case description:a consumer of unspecified age and gender reported via phone on (B)(6) 2016 that he/she opened a package of oral-b precision clean brushheads, and one of them totally fell apart. The consumer explained that the top part all came out in his/her mouth while brushing with an oral-b rechargeable toothbrush, version unknown. This was not the first time the consumer had used this particular version of brush heads. No symptoms developed.